Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. Conclusion: evaluation of the returned ruby coil revealed that the pet lock was intact on the proximal end of the pusher assembly. When a detachment is attempted for a ruby coil, the pet lock on the proximal end of the pusher assembly is broken by the detachment handle and the pull wire is retracted; however, the pet lock on the proximal end of the returned pusher assembly was intact. If the proximal end of the pusher assembly is not properly seated inside the handle prior to attempting to detach, the pet lock may not separate, and the embolization coil may not detach. During the functional analysis a detachment handle was attached to the proximal end of the pusher assembly and an attempt was made to detach the coil from its pusher assembly. Due to the kinks observed throughout the pusher assembly, the embolization coil was unable to be detached using a detachment handle. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for the lot numbers provided were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02022.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to detach a ruby coil from its pusher wire. A second ruby coil then became stuck and stretched. The ruby coil was therefore removed, and the procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2017-02021. Results: the pet lock was intact on the proximal end of the pusher assembly for the first evaluated ruby coil. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. This report is associated with MFR report number: 3005168196-2017-02022.